Event description:
When priming a hf20 filter set for crrt [continuous renal replacement therapy], there was difficulty closing the deaeration chamber. Finally able to get the chamber to close, but that step was never identified on the machine as being completed. When priming the filter set with saline, there was a sucking sound. When investigating the sound, we identified that there was a crack in the deaeration chamber that was leaking. Stopped priming at this moment and changed the filter.